Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer was failed to open. The customer stated that there was a delay in accessing medication to patient and the malfunction occurred when user trying issue medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 1 was found to have a broken solenoid link pin. A field service engineer replaced the damaged solenoid link pin to restore functionality. After the repair, the drawer was tested using the hardware test application to ensure proper operation. Additionally, the customer successfully recovered the previously failed storage space, confirming that the issue had been resolved. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es the drawer was failed to open. The customer stated that there was a delay in accessing medication to patient and the malfunction occurred when user trying issue medication. There were no adverse events or injuries reported based on this incident.